Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited episodes of inappropriate automatic mode switching. The physician decided to extract the right atrial and the right ventricular leads due to the age of the leads and potential damage from clavicular crush. The atrial lead was successfully removed. The ventricular lead broke off during the extraction. An attempt to retrieve the remaining piece was unsuccessful. The patient was referred to different physician for the extraction. The patient was doing fine with no device and was not given a temporary implant. The patient was stable before, during, and after the procedure.